Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated. The reported difficulties appear to be due to case circumstances, as the imaging was difficult due to anatomical challenges/calcification resulting in torn leaflet and single leaflet device attachment (slda). The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and the leaflet was damaged. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One ntr mitraclip was successfully implanted. A second ntr clip delivery system (cds) was advanced however imaging was difficult and grasping was unsuccessful therefore the device was removed. An xtr cds was advanced and placed on the valve. Upon deployment, the clip caused a tear in the posterior leaflet and the clip detached (single leaflet device attachment/slda). Due to the risk of dislodging the clip completely, or causing further damage, the procedure was aborted with the mr remaining at 2-3. No additional information was provided.